Event description:
Through the manufacturer¿s periodic programming history review, it was found that high impedance was observed on system diagnostics performed on (B)(6) 2012. High impedance was observed again on (B)(6) 2012. The impedance was resolved on system diagnostics performed (B)(6) 2012. Attempts are underway for additional information; however, no additional information has yet been received.

Event description:
Further information was received indicating that the lead had been replaced on (B)(6) 2012. The explanted lead has not been returned to the manufacturer to date.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.